Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's printer was faulty. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Additional information: poc - chipok / clinical engineer, (B)(6). It was reported that during preventative maintenance getinge field service engineer found the printer was not working on the cardiosave intra-aortic balloon pump (iabp). No additional information is available. Gfe was raised for the service order (so) but not available. There is no service report as this fault was found on a pm. A quote was sent to the customer but not accepted. This case can be closed. Unit cleared for clinical use is unknown. Patient involvement was not there, and no adverse event reported. After doing 3 gfe we haven't received any information. As of now, the investigation is closed. If any new information is received future related to part replacement will reopen the complaint and update it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's part was faulty. There was no patient involvement.